Event description:
It was reported that during a stenting treatment procedure, the stent slipped during deployment. The 2.5 x 38mm promus element stent delivery system (sds) was introduced to treat an unspecified target lesion. The sds balloon was inflated slowly from 6 atm to 12 atm and during inflation, the stent "slipped backwards" by approximately 10-12mm. The procedure was completed with implantation of an overlapping 2.25 x 12mm promus element stent. No further patient complications were reported and the patient's status is stable. The physician thought that if he had inflated he balloon to 12 atm immediately rather than slowly, the stent might not have migrated.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).